Event description:
Myosure xl was not cutting during the hysteroscopy case. Fibroid was seemingly the same even after 9 minutes of cutting time. Disposable instrument was changed but without improvement. Kept getting report of excessive torque.